Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an earlyvue vs30 indicating the power plug started to smolder while charging the vs30. According to the employee, sparks and flames also appeared at the electrical socket. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.